Event description:
Male patient had anchorfast attached for an undetermined amount of time. Upon device removal, a skin result on the upper lip was noted under the foam portion of the anchorfast product. The wound was noted to be unstageable.

Manufacturer narrative:
It was further reported by the coordinator of respiratory care that the most likely cause of the skin injury was the patient's overall condition. The coordinator of respiratory care also reported that the patient was very ill and was noted to have died of causes unrelated to the reported event. No conclusion can be made at this time. This report or information submitted does not constitute an admission that the device, hollister incorporated or hollister employee caused or contributed to the reported event.